Manufacturer narrative:
All buttons were functioning properly. However, corroded keypad traces were found. No button error alarm occurred during testing. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at display window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer's blood glucose was 4.5 mmol/l. The customer was advised to revert to a back-up plan and that the device would be replaced. Customer agreed to return the product for analysis.